Manufacturer narrative:
(B)(6). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 05/02/2016. Retain and return product was tested and functioning according to specification. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Forty retain and fifty returned cartridges from the lot were tested in whole blood. The customer complaint was not reproduced. Test results met the acceptance criteria found in q04.01.003 rev. X, appendix 1- product complaint level 2 and level 3 investigation procedure. Investigation confirmed the lot is performing to specification. No deficiency identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. Based on the I-stat result of 41 and the result from another manufacturer being 25.7 and the limited patient information, there is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant hematocrit result on a (B)(6) male patient with a gi bleed. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).